Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a hip arthroscopy the device created interference as soon as the handpiece touched the patient's tissue. The fuses have been changed already. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. Update cmackenbach 26-may-2025. Further information was received that the patient would jump when the surgeon was cutting the capsule. It happens sometimes when passing a nearby nerve. While working on the articulation, there was no problem.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was not confirmed. The manufacturer evaluation revealed damages at the rubber bumper, but no other damages / malfunctions were observed.